Event description:
It was reported that the user noticed that there was no urine flow due to different connections after the placement. Then for checking they used the water to drain once, but it was unable to do and injected 20 cc again. After that, the catheter fell out after 15 minutes of placement.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device did not fail to meet relevant specifications. The product was used for treatment purposes. The product had not caused the reported failure. An amber 3 way foley catheter was returned opened without original packaging. The catheter was returned partially inflated. The balloon was deflated with a luer lock syringe without issue. The balloon was noted to have mushroomed. Using a luer lock syringe the catheter was inflated with 50 ccs of di water. The balloon inflated concentrically without issue. After 5 minutes no leaks were noted. Using a luer lock syringe the catheter was deflated without issue. The catheter was reported to have an inability to deflate. No root cause could be found because the reported event was unconfirmed. The device history record review and labeling was not required as the reported event was unconfirmed. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the user noticed that there was no urine flow due to different connections after the placement. Then for checking they used the water to drain once , but it was unable to do and injected 20 cc again. After that, the catheter fell out after 15 min.